Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by consumer that "we had an issue come up where our mediport 20 guage ¾ inch needles are causing issue with our contrast injector. When a patient needs fast rate, the techs are stating that the machine turns off due to the mediport not being able to handle the pressure and rate of the injection. The mediport 20 gauge ¾ inch (yellow) seems to be what is the common denominator. The patients are needing to be stuck again with a peripheral IV in order to get the test done. It started about two weeks ago. We use omnipaque 300 with the rate of 4ml/sec and the machine shuts off because it goes over or reaches the psi threshold which is 325. We do try adjusting and check the lines over and then inject again but we encounter the problem on the second attempt as well. Thus, we end up inserting a peripheral line and finish the scan." A specific number of affected patients or devices was not provided by the complainant.